Event description:
It was reported that during a right colonic resection procedure, when the device was fired at colo-colonoc anastomosis, the ring of the staples were not formed completely. A device was used and the anastomose was completed without any problem. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.